Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a missing protection cap on a drain and patient line on the homechoice cassette. This occurred before peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, twelve retained samples were evaluated. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed and the samples have all of their components. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.